Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was pumping air into patient at the end of the feeding. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but that they had no further information. (B)(4).